Event description:
This lead was explanted on (B)(6) 2011 due to erosion. The physician was dr.(B)(6) at the (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).